Event description:
It was reported that, after a right bhr was performed on 05-feb-2008, the patient developed elevated cobalt levels. Therefore a revision surgery was conducted on (B)(6) 2017, during which the bhr system was converted into a tha using competitor and s+n implants. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
It was reported that, after a right bhr was performed, the patient developed elevated cobalt levels. Therefore a revision surgery was conducted, during which the bhr system was converted into a total hip arthroplasty using competitor and s+n implants. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined based on the operative reports provided. Although elevated metal ions may be a consistent finding with metal-on-metal implants, the source of the reported elevated cobalt cannot be concluded and a malperformance of the components cannot be confirmed. Per operative report, the right hip was stable post revision with mixed construct tha (competitor 54mm continuum press-fit cup in 40. Abduction, 20. Anteversion augmented with 1 cancellous fixation screw, 32mm ID highly xlpe liner with confirmed stability, sz 3s polarstem in 15. Anteversion, 32mm +0 oxinium head) which resulted in ¿offset restored¿leg lengthened no more than 5mm... Ap pelvic x-ray is pending in recovery room¿. Current patient status is unknown. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.